Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which the device was stopped to move a patient. When the pump was restarted, the channel was opened and the device positioned when alarm 806:10 appeared, and channel a did not close. There was no patient injury, or medical intervention. No additional information is available. The software version is currently not known.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of failure code 806:10 was confirmed and duplicated. The root cause was attributed to a faulty pumphead module unit printed circuit board. There were no repairs made to fix the reported problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality observed this device is a p1.7 colleague pump with a user interface module software version of 7.22.00. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).